Event description:
The customer stated that three patient samples generated higher than expected results for the architect ca19-9xr assay. One patient sample (sid (B)(4)) generated the following results (unit of measure was not provided): 48.91 63.54 44.30 31.73 28.44. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being submitted against an ex-u.s. Product (2k91-25) that has a similar product (2k91-27) distributed in the u.s. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer reported falsely elevated patient results for three patients. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 18069m500. The testing met acceptance criteria. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. A malfunction was not identified. This issue is limited to a discreet number of patients. In addition the customer did not run all three levels of controls everyday as specified in the product labeling, in addition when the low control was run it was out of range. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the assay.